Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'error code 322' was not reproduced while running a loaded set. A review of the history log revealed system error 322 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified but no component could be determined for causality and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed error code 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.